Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: underwent surgery on or about (B)(6) 2016 and (B)(6) 2017. As a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("pregnancy with contraceptive device") in a 29 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: drug ineffective ("drug ineffective"). The patient had a medical history of multigravida and obesity. Previously administered products included: depo provera. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pregnancy with contraceptive device (seriousness criterion intervention required). The patient was treated with surgery (to remove essure coils,laparoscopic bilateral salpingectomy). At the time of the report, the outcome of pregnancy with contraceptive device was unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2016 and the estimated date of delivery was on (B)(6) 2017. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered pregnancy with contraceptive device to be related to essure administration. The reporter commented: underwent surgery on or about (B)(6) 2016 and (B)(6) 2017. As a result of essure, this plaintiff suffers from severe and permanent injuries left coil had 10 coils in cavity, right coil had one date of procedure: (B)(6) 2016. Left essure coil replaced. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34 kg/sqm. [Hysterosalpingogram] on (B)(6) 2017: findings: speculum was inserted into the vagina. After cleaning of the cervix, a dedicated hysterosalpingogram catheter was inserted into the vagina and small amount of contrast was placed in the endometrial canal. The endometrial canal demonstrates a normal contour, the essure device is in satisfactory position bilaterally and there s tubal occlusion. Incidental intravasation noted. Impression: bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pregnancy with contraceptive device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("pregnancy with contraceptive device") in a 29 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: drug ineffective ("drug ineffective"). The patient had a medical history of multigravida and obesity. Previously administered products included: depo provera. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pregnancy with contraceptive device (seriousness criterion intervention required). The patient was treated with surgery (to remove essure coils,laparoscopic bilateral salpingectomy). At the time of the report, the outcome of pregnancy with contraceptive device was unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2016 and the estimated date of delivery was on (B)(6) 2017. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered pregnancy with contraceptive device to be related to essure administration. The reporter commented: underwent surgery on or about (B)(6) 2016 and (B)(6) 2017. As a result of essure, this plaintiff suffers from severe and permanent injuries left coil had 10 coils in cavity, right coil had one date of procedure: (B)(6) 2016 left essure coil replaced. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34 kg/sqm. [Hysterosalpingogram] on (B)(6) 2017: findings: speculum was inserted into the vagina. After cleaning of the cervix, a dedicated hysterosalpingogram catheter was inserted into the vagina and small amount of contrast was placed in the endometrial canal. The endometrial canal demonstrates a normal contour, the essure device is in satisfactory position bilaterally and there s tubal occlusion. Incidental intravasation noted. Impression: bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pregnancy with contraceptive device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 17-oct-2023: medical device removal updated to pregnancy with contraceptive device, reporter and patient information, medical history, lab data, indication, drug stop date, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: underwent surgery on or about (B)(6) 2016 and (B)(6) 2017. As a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 12-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.